Event description:
Physician attempted to dilate urethra. Filiform and followers used to bypass and dilate urethral stricture. Filiform broken and retained in the urethra. Pathology report - 29 cm long segment of plastic wire.